Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. A review of the daily measurements noted impedance had been varying from 400 ohms to 3000 ohms. The patient was brought into the clinic for further troubleshooting and initial interrogation showed impedance around 2900 ohms. Following pocket manipulation, the measurements were in the 500 ohm range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient will continue to be monitored. No adverse patient effects were reported.